Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(4) 2010, patient underwent laparoscopic cholecystectomy, intraoperative cholangiogram for a pre-op diagnosis of gallstone pancreatitis. On (B)(6) 2013, patient underwent exploration of fusion mass l5-s1. Right sided diskectomy, l4-5 interbody fusion using peek interbody spacer and local autologous bone, l4-5 posterolateral fusion using pedicle screw instrumentation, local autologous bone and bmp; for a pre-op diagnosis of: status post l5-s1 fusion, l4-5 disk herniation and degenerative disk disease. Per-op notes: at l4-5 level, complete right sided facetectomy was performed and disk material was removed. Peek interbody spacer was packed with autologous bone and tamped into distracted disk space using fluoroscopic guidance. Pedicle screw insertion sites were identified. Pedicle screws were placed bilaterally at l4-5 and confirmed by fluoroscopic images. Bone collected from decompression was then packed in bmp soaked sponges and were placed over decorticated lateral elements. Rods were contoured and applied to pedicle screws. No complications were reported during the procedure. On (B)(6) 2013, patient underwent l3-4 laminectomy for pre-op diagnosis of l3-4 stenosis post l4-5 fusion. No complications were reported during the procedure. On (B)(6) 2013, patient underwent procedure bronchoscopy with a bronchoalveolar lavage for a pre-op diagnosis of pneumonia and post-op diagnosis to rule out pneumonia. No complications were reported during the procedure.